Event description:
It was reported by a customer that on (B)(6) 2011, the fiber had no aiming beam at 134,449 joules. Additional information reported by the customer was the event occurred while inside of the pt but did not cause any issues. There were no observations leading up to the incident. No error codes were displayed on the console when the event occurred.